Event description:
The customer reported that the ventilator went vent inop and alarmed during use. There was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed the report complaint. The service technician replaced the power supply and the power supply to blower motor controller cable. Extended self testing (est) and performance verification testing was performed and passed per operating specifications. Factory failure analysis verified a connector failure on the cable.